Manufacturer narrative:
Hamilton medical ag`s conclusion: failure mode; description: ventilator suddenly went black and rebooted. Root cause: defective mainboard. Correction: replacement of the mainboard.

Event description:
The following was reported to hamilton medical ag: summary: ventilator suddenly went black and rebooted.